Event description:
It was reported to philips that the system had insufficient image storage space. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information during planned treatment/non-emergency treatment, the issue happened. The procedure was completed by deleting the previous patient data. It was reported that the system had insufficient image storage space. Upon troubleshooting, philips field service engineer (fse) visited onsite and resolved the issue by deleting previous patient data after storing it at pacs (picture archiving and communication system). After that, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. The codes were updated based on the investigation outcome.